Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the right atrial (ra) lead was noted to be crushed under the clavicle. No intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.